Event description:
Procedure: lap gastric banding. According to the reporter: after removing the shaft, the staff noticed that the shaft split after applying over tissue. There was no bleeding reported in excess of 250cc and there was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).